Event description:
Dr attempted to shape the tip of the wire but wire would not shape. This was outside of the body not used on any vessel. Patient not affected. Another wire from the same lot# was used and it worked fine.